Event description:
Pt's father reported his son was diagnosed with fungal keratitis. Subsequently, medical records rec'd. In 2004, pt seen as a referral for corneal infection ou. Diagnosed with old viral conjunctivitis, allergic conjunctivitis, lattice degeneration. Prescribed: zaditor. Eight months later, diagnosed with subepithelial infiltrates ou, ? Keratitis. Referred. Instructed not to wear contact lenses. Eleven days earilier, subsequent hcp notes significant anterior stromal opacity and mid stromal opacity involving both eyes, worse in the os than od. Doxycycline started for +lyme disease titer. One month later, hcp notes vision is back to baseline; she has no other symptoms. Corneal reveals epithelial infiltrate - 12 to 14 lesions per eye with slight inflammatory changes surrounding these infiltrates. Four months later, hcp notes vision 20/20 and no symptoms. Examination reveals clear cornea on both eyes; subepithelial infiltrate has resolved. Differential diagnosis for etiology of keratitis; lyme disease, viral keratitis or contact lens related. On the same day, seen by original hcp and diagnosed with corneal scar. Recommend minimize use of scl.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.